Manufacturer narrative:
The reagent lot number is 83793101, with an expiration date of 31-jan-2026. The customer observed the reaction cells overfilling. The field service engineer (fse) inspected the module and found the vacuum line to the vacuum unit almost completely obstructed by buildup, causing the rinse mechanism to overflow. He cleared the buildup from the vacuum line and verified the module's performance by mechanical checks and qcs. The calibration results were within the specified ranges. The customer stated that the qcs were within the specified ranges. The alarm trace did not indicate any issues. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen.2 (ca2) assay results from two patient samples tested on the cobas 6000 c (501) module. The reporter provided one example of questionable results: the initial result was 4.0 mg/dl. The repeat result was 7.7 mg/dl. The reporter deemed the initial result unbelievable and did not report it. The repeat result was deemed correct.